Event description:
It was reported that syringe 10ml ll had defective markings. This occurred on 3 occasions. The following information was provided by the initial reporter: during inspection defective markings were found.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/16/2021. H.6. Investigation: one photo and three loose 10ml syringes was received and evaluated. It was observed each of the syringes had small areas of missing print throughout the scale. No surface scuffs or scratches were present in the print area. Each syringe had at least one printed item missing more than 50%, which was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll had defective markings. This occurred on 3 occasions. The following information was provided by the initial reporter: during inspection defective markings were found.